Manufacturer narrative:
Pump passed operating current, restart error test, displacement test but system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime, system sensor and excessive no delivery test due to this alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose for the past week but did not indicate the blood glucose level. Troubleshooting could not be done as customer did not have pump with them. The customer was advised that the device would be replaced and to return the product for analysis.